Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged high blood glucose despite insulin delivery, with peak glucose of 311 mg/dl and elevation above 180 mg/dl for approximately 26 hours; the user changed supplies and suspected a possible infusion site or cannula issue but the removed set was not inspected before disposal. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no alerts above 300 mg/dl for over 90 minutes, no use of backup therapy, no ketone testing, and no medical intervention or assistance. Investigation included review of device reports and guided troubleshooting, including assessment for leakage and recommendation to inspect or replace the infusion set. Investigation of this case revealed no confirmed device malfunction and the cause of hyperglycemia remained unclear, with an unconfirmed possibility of infusion site or cannula-related delivery impairment. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.